Manufacturer narrative:
The insulin pump passed the displacement, operating currents, selftest, off no power, prime and excessive no delivery tests. No weak battery alarm and no excessive no delivery alarm. The device was received with a ghosting segment problem isolated to the lcd board. No missing segment/partial display noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has a partial display. He explained that when he presses the act button on the insulin pump, he sees a black square spot and is not able to read the display. The customer also reported receiving a no delivery alarm. He stated that he had to do four boluses to deliver the full amount of insulin he needed. Blood glucose value was 295 mg/dl. The customer inserted an older battery and received a weak battery alarm. He stated that the device was neither dropped nor bumped. The device was returned for analysis.